Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she kept receiving no delivery alarms. Customer stated that she had excessive no delivery alarms twice in 2 weeks. Customer received a replacement pump and stated that she had given herself a manual injection. Customer's blood glucose was up to 421 mg/dl. Customer stated that she needed a new pump. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.